Event description:
It was reported that remotely via merlin.net. Review of the transmission revealed inadequate capture on the left ventricular (lv) lead. On (B)(6) 2022 an x-ray was performed and revealed the left ventricular (lv) lead dislodged. During lead revision, the physician was unable to advance a stylet through the lead. The physician elected to explant and replace the lv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and failure to advance guidewire. The reported event of failure to advance guidewire was confirmed. X-ray inspection found damaged inner coil in the connector region consistent with procedural damage. The cause of failure to advance guidewire was due to damaged inner coil consistent with procedural damage. The s-curve height was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.